Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) gives automatic filling error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. It was observed that the device did not press the catheter and did not pass the pneumatic module leak test. Pneumatic module assy, drive manifold assembly, pcb solenoid control and helium fill manifold parts were tried. It was determined that the malfunction was a helium manifold. It was observed that the device gave a low helium warning and the helium tube indicator gave a red warning despite the insertion of a full tube into the helium source check valve part device from abroad. When the attached part is inserted and the carrier is attached on the aba, the device works without any problems. The stuck piece was tried by inserting and reattaching 3 times. The piece was broken again on the last try. The check valve part is stuck. The helium fill manifold ass part and helium source check valve were replaced to resolve the issue. Function tests of the device have been completed. The device was delivered to the user in working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Reporter information: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gives automatic filling error.